Event description:
Patient had cataract surgery elsewhere. Came to our officewith the compaint that iol felt loose. Noted iol was not fixed, edema of upper 3mm, exterior corneal irritation. Recommended exchange of iol. Patient decided to return for an exchange and surgery was performed 7/1/92 with implantation of ac iol.prognosis: fair - good.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was destroyed/disposed of.